Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Label appears to have been removed from the meter.

Event description:
A rptr/layperson spoke with a customer care associate, cca, on 7/8/2007 regarding the pt/layperson's (daughter's) one touch ultrasmart. Because this senior medical affairs specialist has been unable to speak with the rptr, the complaint is classified based upon info given to the cca. All results are in mg/dl, the correct unit of measure. In 2007 when the pt appeared tired, the rptr tested her blood glucose, result 78. The pt then "ate something". The pt was retested (time between eating and test not provided) with a result of 365. Doubting the result and before the rptr could re-test on her own meter, the pt began seizing. Earlier in their conversation, the rptr indicated the pt has a "seizure disorder", she did not elaborate. The pt was given "two glucagon kits." However, before the emergency medical team arrived and while she was seizing, a sibling tested with the meter in question. The rptr state, "it said low blood sugar." Whether the meter provided a low glucose result or prompted "low glucose", which prompts when blood glucose is below 20 mg/dl, was not clarified. Emt tested on the emt meter (result not known by rptr) and gave her d50. The rptr stated her concern was "[the meter did not provide a low blood glucose result earlier so that I could have treated her sooner, preventing a seizure.]" Although the rptr assured the cca she had used the pt's meter during the event of 07/07/07, the results were not found in the meter's memory: 365, five days prior to event date; 532, two days prior to first result; 578, three days prior to the 2nd result, and hi, four days later. Before the cca could review the rptr's meter's memory, the rptr had to end the conversation, having been urgently called to the hospital where her father is a pt. The complaint is determined to be a reportable adverse event as the rptr alleged the meter gave an inaccurate elevated result of 365 followed by a seizure resulting in treatment of d50 from emt.